Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. D60144) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section. On (B)(6)2016, the patient had essure inserted. In march 2016 she experienced fatigue ("since insertion of the essure devices, chronic fatigue has set in"), myalgia ("muscle pain"), arthralgia ("joint pain") and tendonitis ("tendinitis") and was found to have weight increased ("weight gain of almost 15 kg"). In 2016 she experienced sleep disorder ("I feel old as soon as I wake up (and this dates back to 2016)"). Essure was removed on (B)(6)2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to weight increased, fatigue, myalgia, arthralgia, tendonitis, sleep disorder or medical device removal. The reporter commented: they had to remove the devices from me on (B)(6) last year. I underwent a hysterectomy with tubal removal. As the result of a caesarean, there was adhesion of my bladder on my uterus; my bladder had to be stitched up. I would still have my uterus if I had not had the bad luck of getting the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. D60144) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of caesarean section. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced fatigue ("since insertion of the essure devices, chronic fatigue has set in"), myalgia ("muscle pain"), arthralgia ("joint pain") and tendonitis ("tendinitis") and was found to have weight increased ("weight gain of almost 15 kg"). In 2016 she experienced poor quality sleep ("I feel old as soon as I wake up (and this dates back to 2016)"). Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to weight increased, fatigue, myalgia, arthralgia, tendonitis, poor quality sleep or medical device removal. The reporter commented: they had to remove the devices from me on 04-may last year. I underwent a hysterectomy with tubal removal. As the result of a caesarean, there was adhesion of my bladder on my uterus; my bladder had to be stitched up. I would still have my uterus if I had not had the bad luck of getting the essure devices new health autority number received: r2313693. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Batch no d60144 production date (B)(6) 2015 expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , weight gain of almost 15 kg [weight gain], since insertion of the essure devices, chronic fatigue has set in [chronic fatigue], muscle pain [muscle pain], joint pain [joint pain] , tendinitis [tendinitis] , I feel old as soon as I wake up (and this dates back to 2016) [poor sleep] , itching in the ear canal [ear pruritus] , vocal difficulties [vocal cord disorder] , excessive thirst [excessive thirst] , very heavy periods, [heavy periods] , frequent urination [frequency urinary] , loss of libido [loss of libido] , constipation [constipation] , facial redness [redness facial], tendinitis [tendinitis] , high risk exposure level [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jun-2023. The most recent information was received on 22-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no. D60144) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of caesarean section. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced fatigue ("since insertion of the essure devices, chronic fatigue has set in"), myalgia ("muscle pain"), arthralgia ("joint pain") and a first episode of tendonitis ("tendinitis") and was found to have weight increased ("weight gain of almost 15 kg"). In 2016 she experienced poor quality sleep ("I feel old as soon as I wake up (and this dates back to 2016)"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), ear pruritus ("itching in the ear canal"), vocal cord disorder ("vocal difficulties"), thirst ("excessive thirst"), heavy menstrual bleeding ("very heavy periods,"), pollakiuria ("frequent urination"), loss of libido ("loss of libido"), constipation ("constipation"), erythema ("facial redness"), a second episode of tendonitis ("tendinitis") and metal poisoning ("high risk exposure level"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to weight increased, fatigue, myalgia, arthralgia, the first episode of tendonitis, poor quality sleep, pelvic pain, ear pruritus, vocal cord disorder, thirst, heavy menstrual bleeding, pollakiuria, loss of libido, constipation, erythema, the second episode of tendonitis or metal poisoning. The reporter commented: they had to remove the devices from me on (B)(6) last year. I underwent a hysterectomy with tubal removal. As the result of a caesarean, there was adhesion of my bladder on my uterus; my bladder had to be stitched up. I would still have my uterus if I had not had the bad luck of getting the essure devices new health autority number received: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Hair metal test] (date unknown): exposure to these metals is worrisome. The sources must be identified and eliminated from your environment. Antimony, tantalum. Exposure level to be monitored: exposure to these metals is high. It is advisable to identify the sources and restrict their presence in your environment. Tin, iron, mercury. Batch no d60144 production date feb-2015 expiration date 2018-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-jul-2025: event medical device removal is replaced with event pelvic pain female. New events itching in the ear canal,vocal difficulties, excessive thirst, very heavy periods, frequent urination, loss of libido, constipation, facial redness tendinitis, metal poisoning were added. Lab data updated. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , weight gain of almost 15 kg [weight gain], since insertion of the essure devices, chronic fatigue has set in [chronic fatigue], muscle pain [muscle pain], joint pain [joint pain] , tendinitis [tendinitis] , I feel old as soon as I wake up (and this dates back to 2016) [poor sleep] , itching in the ear canal [ear pruritus] , vocal difficulties [vocal cord disorder] , excessive thirst [excessive thirst] , very heavy periods, [heavy periods] , frequent urination [frequency urinary] , loss of libido [loss of libido] , constipation [constipation] , facial redness [redness facial] , tendinitis [tendinitis] , high risk exposure level [heavy metal poisoning] . Case narrative: the below report was received by health authority ansm (reference number: r2311810) on 02-jun-2023. The most recent information was received on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. D60144) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of caesarean section. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced fatigue ("since insertion of the essure devices, chronic fatigue has set in"), myalgia ("muscle pain"), arthralgia ("joint pain") and a first episode of tendonitis ("tendinitis") and was found to have weight increased ("weight gain of almost 15 kg"). In 2016 she experienced poor quality sleep ("I feel old as soon as I wake up (and this dates back to 2016)"). Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), ear pruritus ("itching in the ear canal"), vocal cord disorder ("vocal difficulties"), thirst ("excessive thirst"), heavy menstrual bleeding ("very heavy periods,"), pollakiuria ("frequent urination"), loss of libido ("loss of libido"), constipation ("constipation"), erythema ("facial redness"), a second episode of tendonitis ("tendinitis") and metal poisoning ("high risk exposure level"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to weight increased, fatigue, myalgia, arthralgia, the first episode of tendonitis, poor quality sleep, pelvic pain, ear pruritus, vocal cord disorder, thirst, heavy menstrual bleeding, pollakiuria, loss of libido, constipation, erythema, the second episode of tendonitis or metal poisoning. The reporter commented: they had to remove the devices from me on (B)(6) last year. I underwent a hysterectomy with tubal removal. As the result of a caesarean, there was adhesion of my bladder on my uterus; my bladder had to be stitched up. I would still have my uterus if I had not had the bad luck of getting the essure devices. New health autority number received: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Hair metal test] (date unknown): exposure to these metals is worrisome. The sources must be identified and eliminated from your environment. Antimony, tantalum. Exposure level to be monitored: exposure to these metals is high. It is advisable to identify the sources and restrict their presence in your environment. Tin, iron, mercury. Batch no d60144 production date 20-feb-2015 expiration date 2018-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.